Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that there was significant leakage of sterile water onto the floor. This leakage occurred where the connector threads onto the scope. The customer used another connector without any further issues. There was no reported harm to pt or user.

Manufacturer narrative:
Based on the info provided, there was no injury to either pt or user complying with (B)(4) technical guidelines requires the facility to provide, and wear, appropriate protective equipment would also mitigate any potential for harm. Review of the complaint trending data for the device shows no reports of similar incidents with the same lot number.